Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation, but it was communicated that the burn obtained by the patient was considered to be first degree and did not requirement follow-up treatment. Reports of this nature are typically not considered to meet our requirements for submission based on the patient received a first degree burn which does not require medical intervention.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), when the electrode pads were removed the second time, it was noted a burn on the patient's skin. Complainant indicated that the patient subsequently sustained a first degree burn.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), when the electrode pads were removed the second time, it was noted a burn on the patient's skin. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.